Event description:
The operator left the unit unattended in the "sterilize" position for approx. 4 hrs after the cycle was finished. Upon return to the unit and opening the door, the operator stated that she saw a flame in the chamber and that the paper wrap around the load had begun to burn and charr. There were no injuries as a result of this incident and the likelihood of an injury is very remote in that the small flame would be contained inside the unit. There were no equipment malfunctions that led to this incident. As stated by the clinic supervisor the cause of this incident was gross operator error. The unit was evaluated for proper operation by the clinic service personnel of the hospital immediately after the incident and was declared to be functioning properly.